Manufacturer narrative:
On (B)(6) 2017 a replacement part was shipped. No parts were received by manufacturer for evaluation. Part not returned.

Event description:
A medtronic reported that during a planned maintenance the imaging system voltage was drifting. There was no patient present when the issue occurred.

Manufacturer narrative:
The power supply was returned to the manufacturer for evaluation. Output testing found that the 5v supply was fluctuating at rapid intervals.

Manufacturer narrative:
Correction: device serial number now provided, as it was inadvertently left off initial medical device report (MDR). Medtronic representative went to the site to test the equipment on 6/9/2017. The power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.